Event description:
It was reported that, during an implant procedure, this tunneling tool perforated the sternum of the patient. An electrode revision was performed a few days later. No additional adverse patient effects were reported.